Event description:
It has been reported to the co that during the procedure as the physician attempted to seat the catheter a dissection of the pt's vessel reportedly occurred. It is stated to have been a spiral dissection requiring the placement of two stents for repair. The patient is reported to be fine with no further complications reported. The device is not being returned for evaluation as it has been discarded by the hospital.